Event description:
The pt called lifescan (lfs) in 2005 and alleged that their meter was reading inaccurately high. The medical affair specialist attempted unsuccessfully to speak to the pt for more clinical information. A letter has been sent as a second attempt to reach the pt. In 2005 at 10:oo am. Or 10:30 a.m, the pt obtained a result of 554 mg/dl. They took 10 units of their long-acting insulin and retested one hour later. Their blood glucose result had increased "by a few points". They contacted their physician, who called in a prescription for fast-acting insulin "humalog." They also reported results of 537, 587, 574, 541, 558, 598, and hi. When the pt's blood glucose results was almost 600 mg/dl, the pt took 10 units of the humalog and they called the paramedics. The paramedics tested the pt when they arrived and the result was 23 mg/dl. The pt reported that they were sweating at the time of testing, however, it is not clear at what point they were experiencing the symptom. The pt was treated with IV glucose. It would have been helpful to know at what time the pt was experiencing the symptoms of sweating and to know what the times were that the pt obtained the results, took their insulin, and called the paramedics. The pt stated that at one point they were using expired test strips, but they are not sure if they were using them on the day of the event. The techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to troubleshoot.